Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the lateral feature of the instrument has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a total articular surface provisional instrument was fractured on an unknown date. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.